Event description:
It was reported the patient experienced a loss of therapeutic effect and the stimulation intensity seem to be lessening the last couple of weeks. The programmer was not recognizing the ins battery. Only the 9 volt battery light would light on the programmer. Several 9 volt batteries had been used in the programmer. The patient was seeking a new physician and had not had the device checked since 2008. Additional information has been requested but was not available on the date of this report.